Event description:
It was reported that this patients ra lead had become dislodged in which the patient underwent a lead revision. It was noted that the patient had flatlined. The patient has been experiencing shortness of breath (sob) since then. Technical services (ts) referred to the patients physician for further evaluation of the sob. Additional information is being requested from the field regarding the ra lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.